Manufacturer narrative:
Csi was made aware of this event via medwatch mw5087678. Documented in the medwatch is a lot number that does not appear to match any of our records. Our field representative confirmed with the site that the patient is well, but the device was discarded, and there is no information available as to the correct lot number at this time. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The viperwire guide wire fractured during treatment in the occluded superior femoral artery via contralateral approach with a 6f sheath. Following atherectomy and balloon angioplasty, the tip of the viperwire was visualized in a collateral side branch of the peroneal artery. Good flow to the foot was observed, and the tip was left in vivo since flow to the patient's foot was not affected. The physician confirmed that the patient is well as of (B)(6) 2019 and has not suffered any adverse events.